Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was not responding always and the insulin pump rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed with no delivery. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.